Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient had diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed several times without success. The lead was capped and replaced. No further patient complications have been reported as a result of this event.